Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image issue was due to cable failure. Cable break was detected during evaluation. And interference stripes were observed due to defective scope cable as well. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the adapter shows a very reddish image and slight flickering on the videoscope cable exera ii. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to scope cable failure (likely caused by wear and tear damage with customer mishandling and with increasing use/time). Olympus will continue to monitor field performance for this device.